Manufacturer narrative:
No UDI information is available; the device was manufactured before UDI implementation. During the inspection conducted by arjo, the technician identified a missing locking pin on the emergency lowering assembly. Despite this finding, functional testing with an external load demonstrated that the unit was able to hold weight consistently, and the reported issue could not be duplicated. A follow-up service visit was completed, during which the missing emergency lowering locking pin was installed. Process of gathering and analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Event description:
The customer representative (maintenance supervisor) informed the arjo territory service manager about an event involving a maxi move lift. According to the final information confirmed by the customer, the resident was transferred from bed to wheelchair using the lift. After the resident was positioned seated in the wheelchair, the lift spreader bar continued to descend slowly. As a result, the resident¿s bilateral upper extremities were compressed between the spreader bar and the wheelchair. The resident sustained minor injuries to the bilateral upper extremities, described by the customer as skin tears. The patient did not fall during the transfer.